Event description:
The customer reported that in 2007, facility's nurse received an error code "0080 effluent pressure sensor" during self-test. Treatment was then discontinued on the prisma machine, software version 3.10. Approx 4 hours later, the pt expired. Facility's chief biomedical tech stated that the prisma machine was not responsible for this death but, according to his hospital's policy, he was required to pull the machine for service.